Event description:
Reportedly, during a hysterectomy, the surgeon was closing the fascia, and noticed a burr on the needle. He then realized the tip of the needle was missing. Multiple x-rays were taken. It was determined the needle was not inside the pt. No pt injury occurred.